Event description:
Consumer alleges her humidifier caught on fire. She said her insurance company is making a subrogation claim and alleging that the humidifier was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.